Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for evaluation. Signs of use were observed as there was biological material on and within the catheter. Visual examination of the catheter did not reveal any defects or anomalies such as kinks, holes, cuts, or tears. The catheter length from the distal end of the juncture hub to the distal tip measured 164mm, which is within the specification limits of 157mm-177mm per catheter product drawing. The catheter body outer diameter measured 0.096", which is within the specification limits of 0.094" 0.098" per catheter extrusion product drawing. The medial and proximal lumens inner diameter each measured between 0.029" and 0.030". The specification limits are 0.0293"-0.0297" per catheter extrusion product drawing. The findings do not suggest a manufacturing issue. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed with a lab inventory syringe filled with water. No leaks or blockages were detected and the distal line flushed with no issues. The medial and proximal extension lines could not be flushed as there was resistance identified within the lumens. After leak testing each lumen, the catheter body was cross-sectioned for further analysis. Further examination revealed that there was dried biological material that created a blockage within the two lumens. Once the dried material was physically removed, each line was flushed again and this time there was no resistance observed. The returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. This indicates that no leaking or inter lumen crossover was observed. A manual tug test confirmed all extension lines were fully secured within their respective hubs. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture. Some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of catheter blocked during use was confirmed by complaint investigation of the returned sample. Visual and dimensional analysis did not identify any defects or anomalies that would suggest a manufacturing related issue. Functional inspection revealed that the medial and proximal lumens experienced resistance when flushed, which aligns with a partial occlusion. Leak testing was performed per bs en iso 10555-1 with no leaks or backflow detected. The catheter body was then cross sectioned for further analysis which revealed that there was dried biological material blocking the proximal and medial lumens. Once the dried material was physically removed, the two lines were flushed again and then no resistance observed. The blockages created by the dried biological material likely led to the inconsistent flow issues that were reported by the customer. Once the biological material was removed from the medial and proximal lumens, the lumens could then flush easily. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event as the biological material occluded the lumens during use. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "cvc noted to be leaking at insertion site and for bedding to be soaked behind patient. Patients norepinephrine running at 1.0mcg/kg/min and patient had recent drops in bp and that is why the levo was quickly increased to 1.0mcg/kg/min. Writer attempted to draw back on proximal and medial port but only got clear/pink-tinged fluid back not blood. Pressors were running distally so did not attempt to withdraw off that port. Writer paged for xr which showed line should still be in good placement. Writer then moved pressor line to open. Immediately the patient became hypertensive 220/100. Writer quickly weaned down levo to 0.05 and vaso off. Writer notified fellow and charge rn." The cvc removed. The patient was reported as "fine" post the incident with no reported harm.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "cvc noted to be leaking at insertion site and for bedding to be soaked behind patient. Patients norepinephrine running at 1.0mcg/kg/min and patient had recent drops in bp and that is why the levo was quickly increased to 1.0mcg/kg/min. Writer attempted to draw back on proximal and medial port but only got clear/pink tinged fluid back not blood. Pressors were running distally so did not attempt to withdraw off that port. Writer paged for xr which showed line should still be in good placement. Writer then moved pressor line to open. Immediately the patient became hypertensive 220/100. Writer quickly weaned down levo to 0.05 and vaso off. Writer notified fellow and charge rn." The cvc removed. The patient was reported as "fine" post the incident with no reported harm.